Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. The customer was provided with a replacement device. The removed device was further evaluated at stryker product analysis center (pac). The issue was verified and the cause of the reported issue was determined to be due to the reed switch, sw5, component. The device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.